Event description:
It was reported that during the implant procedure, the guidewire was failed to advance smoothly in the left ventricular (lv) lead due inner cavity of the lead was dried. The lv lead was replaced and the procedure continued with the new lead on 19dec2025. The patient was stable throughout.